Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 pipeline filter and o-ring were recommended for replacement and a quote has been issued.

Event description:
The hospital reported the o2 gas pressure was low during preuse checkout. There was no report of patient involvement.